Event description:
A healthcare professional reported rupture on left side device. The device has been explanted and replaced with a non allergan product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
A healthcare professional reported rupture on left side device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b.

Event description:
Healthcare professional reported, left side rupture. Confirmed, via MRI and ultrasound. Device has been explanted and replaced.